Manufacturer narrative:
The product was returned for evaluation. Customer report of calcification and stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 2 had a 5mm tear near commissure 2. Leaflet 3 had a 3mm tear near commissure 3. Calcification was evident near both tears, and serrated markings were observed near the tear on leaflet 3. Serrated marking were also observed on leaflet 1 near commissure 2. The sewing ring was cut around leaflet 1 and exposed the wireform at the inflow aspect. The wireform was also exposed along commissure 2.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm valve was explanted from a patient after an implant duration of approximately four (4) years and eight (8) months due to severe calcification. Another 25mm valve was implanted in replacement. As reported, indication for initial replacement was calcification of the native aortic valve. The patient was noted to be hospitalized, in stable condition.

Event description:
Edwards received notification that a 25mm valve was explanted from a patient due to severe calcification leading to stenosis after an implant duration of approximately five (5) years and eight (8) months. As reported, the indication for initial replacement was calcification of the native aortic valve and the patient was (B)(6) at the time of the surgery. The valve was explanted and another valve same model and size was successfully implanted in replacement. The patient was discharged home on pod #6.